Event description:
A customer reported experiencing multiple occlusion alarms, with one event causing their blood glucose to display as ¿high.¿ the issue affected the customer's blood glucose level, exceeding 500 mg/dl (27.7 mmol/l). To address the high blood glucose, the customer administered a corrective injection via multiple daily injections (mdi), changed the infusion set and cartridge, and resumed insulin therapy. No additional assistance was necessary as the customer successfully managed the issue.